Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 angiocath pnk 20ga x 1.16in contained foreign matter. The following information was provided by the initial reporter: "when checking the angiocath before use for a patient, the hcp found that a large amount of a lubricant was applied to the catheter. The customer did not use the product and reported to bd."

Manufacturer narrative:
H.6. Investigation: bd received a 20 gauge angiocath unit from lot 8270866 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed silicone visible on the catheter tubing. Silicone is used in the manufacturing process to aid with threading and needle retraction. It should be noted that silicone has been tested and found to not cause damage to the user. Based off the visual inspection the engineer was able to verify the reported condition of excess silicone. It was determined that the excess silicone came from the catheter application/tipping process. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that 2 angiocath pnk 20ga x 1.16in contained foreign matter. The following information was provided by the initial reporter: "when checking the angiocath before use for a patient, the hcp found that a large amount of a lubricant was applied to the catheter. The customer did not use the product and reported to bd."